Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
(B)(4). Regurgitation originating from the central coaptation point of a valve can occur if the motion of the leaflet cusps is restricted. Central leaks observed in the peri-operative period usually occur from technique related issues such as suture looping or chordae entrapment at the mitral position. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 31mm bioprosthetic mitral heart valve is demonstrating moderate central insufficiency. As reported, three (3) months post-implantation of the prosthesis, moderate mitral insufficiency was detected. Eight (8) months after the procedure, a new follow-up echocardiogram was performed and revealed moderate central mitral insufficiency. The left ventricle was slightly dilated with abnormal movement of the septum. Additionally, the left atrium was severely dilated. There is no indication for intervention at this time.